Event description:
Right atrial (ra) lead exhibited under-sensing, inappropriate pacing and impedance warning. Right ventricular (rv) lead exhibited impedance warning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152589.